Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 223 mg/dl at the time of the call. The customer states that during the fill tubing process, the pump is shooting out insulin. The customer states that a lot of insulin flows out before the numbers show up. The customer was not wearing the insulin pump during the incident. Troubleshooting was completed but the customer requested a replacement pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No low reservoir alarm and bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08780 inches. Pump received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.